Manufacturer narrative:
Product analysis: analysis was unable to confirm that the external pulse generator (epg) had a pacing problem noting that it passed all incoming automated and bench tests with no anomalies. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was having a pacing problem during a procedure. The epg was replaced and pacing was normal. The epg was returned for service. No patient complications have been reported as a result of this event.